Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with rapid fasting glucose. The clinical manager assisted the customer to treat the hypoglycemia. The event involved product(s) mmt-1884, mmt-342, mmt-431ag. Troubleshooting was performed. The pump was delivering too much insulin. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884, mmt-342, mmt-431ag was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08680 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 31-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 31-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 31-dec-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 12:57:00.000, insert battery alarm was found on: (B)(6) 2025 15:14:03.000, (B)(6) 2025 18:53:43.000. Power loss alarm was found on: (B)(6) 2025 19:04:45.000, (B)(6) 2025 19:04:54.000. Pump error 23 alarm was found on: (B)(6) 2025 19:04:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 17:43:59.000. There was no power data available for the date of (B)(6) 2025 at 12:57:00.000. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 15:14:00.000 to (B)(6) 2025 19:48:00.000, (B)(6) 2025 01:34:00.000, (B)(6) 2025 01:44:00.000, (B)(6) 2025 00:14:00.000 to (B)(6) 2025 21:21:00.000, (B)(6) 2025 17:54:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 22:43:38.000, (B)(6) 2025 22:53:00.000, (B)(6) 2025 23:04:33.000, (B)(6) 2025 01:07:43.000, (B)(6) 2025 03:12:44.000, (B)(6) 2025 05:17:42.000, (B)(6) 2025 07:17:44.000, (B)(6) 2025 09:13:00.000 to (B)(6) 2025 09:32:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.81 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.